Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6106970. Medical device expiration date: 04/30/2017. Device manufacture date: 04/15/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 73996 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were analyzed with changes in results. No serious injury or medical intervention reported.